Event description:
An FDA medwatch (B)(4) was received by integra lifesciences reporting the following info; it reads, "in handing a long metz scissors from the CABG tray to the cardiac surgeon, it was noted that the scissors literally came apart in three pieces, with a break noted on the one half at the screw hole. The pieces including the screw were all accounted for with no harm to the pt."